Manufacturer narrative:
There is no indication that the system or any components failed or malfunctioned. The patient continued to report stimulation, however the therapy was not at the desired location to provide appropriate pain relief. There are no reports of any external trauma or other events that are likely to have caused or contributed to device movement. Migration of implanted components is a known inherent risk of implantable neuromodulation systems.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. The system was successfully activated and the patient was receiving therapy. Several months after activating the system, the patient reported change in therapy and inconsistent results from previously effective programs. Xray imaging found that the implanted leads had migrated away from the initial location at the time of implant, causing the inadequate pain relief. On (B)(6) 2024 a surgical revision was performed to place new leads back at the intended nerve target. During the revision, the implantable pulse generator (ipg) was also replaced as a precaution to avoid any possibility of handling damage from the procedure.